Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's parameters could not be adjusted when clicking the touchscreen; a calibration was performed, but was unsuccessful. The device was in clinical use when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market (km) representative, and the responder reported that the customer had the device repaired by a third-party company. It was reported that the touchscreen was replaced, and the device was returned to use. Product UDI is corrected.